Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 29. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2025, the implant was removed upon clinician¿s decision. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.